Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) has confirmed. Upon investigation, the ca board was shorted and the f600 component had an open fuse. The root cause for the shorted and open fuse components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.